Event description:
Information was received indicating that during use of this smiths medical cadd legacy 1 pump, the pump exhibited beeping alarm. It was reported that the patient the experienced beeping alarm from the device while in use at 7ml of drugs left and had removed the cassette to stop the alarm. Reported that patient switched to back up pump and continue infusion. No patient injury reported.